Manufacturer narrative:
(B)(4). Concomitant medical products: part returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Update manufacturing site provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.009.556s. Lot: l456796. Manufacturing site: mezzovico. Release to warehouse date: 06. July 2017. Expiry date: 01. July 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A visual inspection was performed. The distal tip of the nail was observed have a broken off piece. The broken part was also returned for investigation. The implant displayed wear marks on the surface. The section where the part was broken off shows strong mechanical contact marks, possibly from the locking screw. Dimensional inspection: measurement outer diameter ø13. Tolerance ø13.0 +0.2/0. Result: ø13.12 "pass". Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The raw material was reviewed, and the used material was according to the specification with no nonconformities noted. Summary: the received condition of the nail is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in july 2017 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has led to this occurrence. However, due to the visible damages on top of the implant we must assume that a lot of force was applied onto the implant, for example rotation movements which finally has led to the breakage of the tip section. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Occupation: synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the nail broke at the edge near the mounting area. This was noticed by the surgeon during insertion into patient's femur. The chipped piece and the nail have been retrieved. There were no fatal or life-threatening effect on the patient. No surgical delay occurred as the broken nail was taken out and replaced with a new nail (smaller size) immediately during the surgery. There are no patient consequences. This report is for 1 of 1 for (B)(4).